Event description:
The user stated she was experiencing issues with calcium recovery which has fluctuated and repeated testing for "about 10" plasma samples. All results are in mg per dl. Sample 1: initial result of 11.1 and a repeat result of 11.4 which was reported. The doctor questioned the result so, the user began troubleshooting. She recalibrated, ran qc and repeated the sample with a result of 9.9. On (B)(6) 2009, the same sample was sent to a reference lab for testing with a result of 10.4. The user provided results for an add'l 9 pt samples of which 6 were discrepant. The samples were originally tested on (B)(6) 2009 and repeated on (B)(6) 2009. Sample 2: initial result was 10.5, repeat result was 9.6. Sample 3: initial result was 10.0, repeat result was 9.3. Sample 4: initial result was 10.2, repeat result was 9.2. Sample 5: initial result was 10.5, repeat result was 9.6. Sample 6: initial result was 10.0, repeat result was 9.1. Sample 7: initial result was 11.6, repeat result was 10.3. The user stated some of the initial results had been reported, but no specific info was provided. No pts rec'd treatment based on the erroneously high results as the results were immediately questioned. The user stated the doctor believes the pts are still at the high end of normal. It was noted the user had an incorrect calibration setpoint programmed for calcium. The investigation is ongoing. If add'l info is rec'd, appropriate notification will be provided.